Event description:
It was reported that the customer experienced low blood glucose levels earlier, and the paramedics were called. The customer was fine at the time of the call, and the caller only called for assistance in priming the insulin pump. The caller stated that they have been working with the health care professional in adjusting the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.